Manufacturer narrative:
Product common is surgical mesh, soft tissue patch; product code is ftm. Update: a surgisis 1-layer tissue graft was not implanted. Update: based on the additional information reviewed, it appears a surgisis 1-layer tissue graft was not implanted in the patient as previously reported. This MDR is related to MDR 1835959-2014-00165.

Event description:
The patient was reportedly implanted with a surgisis 4-layer tissue graft and a surgisis 1-layer tissue graft on (B)(6) 2005, at (B)(6) hospital, by dr.(B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. Update: the patient underwent repair of a transvaginal rectocele on (B)(6) 2005 performed by dr. (B)(6). A surgisis 4-layer tissue graft, 7 x 10 cm in size (MDR 1835959-2014-00165), was folded in half and placed as a smaller 8-layer sheet. There was no mention of using a surgisis 1-layer tissue graft (MDR 1835959-2014-00166) as the previous claim indicated. The procedure was performed without complications. The patient was placed on a laxative post operatively which led to the patient experiencing liquid stools. The patient reported that several postoperative visits with dr. (B)(6) indicated she was healing appropriately. The last time the patient was seen by dr. (B)(6) was in (B)(6) of 2005. The patient reported that after the procedure she experienced urinary and fecal incontinence. According to the patient, a physician relayed to her that urinary incontinence was not unusual for someone who had multiple pregnancies and vaginal births. Her fecal incontinence was described to her as being a result of her medications. Additionally the patient reported that in 2006, she was told there was scarring present from surgery, but otherwise there were no issues. The patient also reported that after surgery she experienced dyspareunia. She has not discussed the dyspareunia with a physician. A physician described, to the patient, that the pelvic pain was related to ovarian cysts. The patient also reported having vaginal bleeding on a continual basis. A physician explained to the patient that this could be related to menopause.

Manufacturer narrative:
Conclusion: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim included: a review of the claim allegations, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the biodesign 1-layer tissue graft's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained a f/u MDR will be filed.

Event description:
The pt was reportedly implanted with a surgisis 4-layer tissue graft and a surgisis 1-layer tissue graft on (B)(6) 2005, at (B)(6) , by dr (B)(6) . The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced pain, injury, and has undergone medical treatment. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type / to what extent intervention was performed; specific correlation between device performance and alleged injury; current pt status.